Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by turbid fluid. The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.